Manufacturer narrative:
Device not returned, follow up conversation with company rep.

Event description:
It was reported that a pt who underwent an x-stop procedure did not attain complete relief of pain only partial relief. The pt chose to proceed with a laminectomy with possible fusion. It was not confirmed that the x-stop device was removed. No additional information was reported.